Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. ((B)(4)) a visual inspection, leak test, clamp function test, and clear passage test found no issues with the sample. The reported problem could not be confirmed. If additional relevant information is received a follow-up will be submitted.

Event description:
A patient reported that even when closing the clamp on a transfer set, solution would still flow through it. No additional disinfectant was used on the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.